Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported multiple occlusion alerts followed by a ¿restart 38¿ and ¿unable to proceed¿ alert that prevented insulin delivery, with bg reaching 500 mg/dl. The user manually injected an unknown amount of insulin from the tubing, after which bg dropped to 40 mg/dl and the user became unresponsive until awakened by a caregiver. No ems or hospitalization was required.